Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an incorrect insertion of cannula on (B)(6) 2025. Patient also experienced pain and burning sensation at the insertion site. No further information available.